Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that antitachycardia pacing therapy accelerated vt episodes into vf, which were successfully treated by high voltage therapy. The patient condition was good before and after the event.